Event description:
Before placing an icy catheter (lot #188004) into the patient for ivtm therapy, the customer performed a catheter leak check and noticed a saline leak. The customer is suspecting a hole in the catheter balloon. Another catheter was placed to initiate and complete the ivtm therapy. No consequences or impacts on the patient.

Manufacturer narrative:
The customer's complaint that the customer noticed a saline leak from an icy catheter (lot #188004) was during the functional testing. During the functional pressure leak test, a pinhole leak was observed at the distal end of the distal balloon. The probable root cause of the pinhole leak was a latent material defect. Visual inspection of the returned catheter was performed, and no physical damage was observed on the catheter. Noticed blood residues inside the balloons and luer tubings. A functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance, except the in/out luer ports, due to blood clogging inside the tubing. The catheter was connected to a pressurized inflation device during the functional pressure leak test. Upon pressurizing the catheter up to 100 psi, a pinhole leak was observed at the distal end of the distal balloon (2.5 cm away from the distal end of the distal balloon), confirming the reported complaint. It is unlikely that the defective catheter was shipped. All catheters are 100% inspected for leaks during manufacturing by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the icy catheter with lot #188004.